Manufacturer narrative:
The reported complaint of a leak in the quattro catheter (lot 219700) was confirmed during the functional testing of the catheter. A water emission, leak was observed from the proximal luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission, leak was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the quattro catheter with lot 219700. Ccr 95927, reported on may 25, 2026 for a catheter leak. The investigation revealed a water emission/leak from the proximal luer port during the lumen crosstalk test.

Event description:
On (B)(6) 2026, ivtm therapy using the quattro catheter (lot 219700) was initiated. However, later that day, due to suspected balloon damage, the use of the catheter and ivtm therapy were discontinued. The saline bag was observed to be empty. No alarm was noted on the console. The customer reported when the catheter leak was noticed, the air trap of the start-up kit (suk) (lot 218508) was completely filled with saline but there were many air bubbles present in the tubing of the suk. About 400ml of saline infusion into the patient was suspected. No patient injuries, adverse health effects, or lasting complications related to the catheter and suk malfunction were reported.